Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the delivery accuracy test. No over delivery anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently experienced a low blood glucose level of 52 mg/dl. Blood glucose level at the time of the call was 49 mg/dl. Customer has treated with food. Customer stated that she had changed her set and the insulin pump delivered all of her insulin and is now going low. Troubleshooting was not completed as the original reservoir was discarded. The insulin pump was replaced and customer agreed to return the product for analysis.